Manufacturer narrative:
Concomitant medical products: (2)non-bd extension set; trifuse non-bd extension set; PICC line. Patient was a neonate. The customer¿s report that the needleless connector possible malfunctioned was not confirmed. Visual inspection of the set noted traces of blood throughout the tubing leading up to one of the maxzero ports. No other anomalies were observed. Visual inspection, functional testing (including priming, infusion, and piston activation) and pressure testing did not observe any instances of the needless connector malfunctioning. The root cause of the customer¿s report could not be determined because no anomalies were observed with the received sets during internal lab testing.

Event description:
It was reported that in the nicu, a patient had a double lumen umbilical venous catheter (uvc) with a needleless connector. Nursing had difficulty drawing blood from the line, but the blood return was slow and air bubbles were noted. The neonatal nurse practitioner (nnp) ordered a capillary stick instead. Nursing then returned blood waste to the patient per protocol and opened the port to infuse fluids. Despite the port being open correctly for fluids to infuse, blood from the uvc continued to flow back into the line. The nnp determined the needleless connector (that was attached to the uvc) possibly malfunctioned. As the uvc was no longer needed, the line was removed.